Event description:
It was reported that the patient presented in clinic for a routine follow-up. The pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).